Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an error 2 ¿ meter issue message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began in the afternoon / evening of (B)(6) 2016. The patient stated that she manages her diabetes using insulin (self-adjuster) and reportedly increased her food/drink consumption around (B)(6) 2016 in response to the alleged issue. The patient claimed that she experienced symptoms of dizziness, blurred vision, sweating, numbness and pain in feet approximately 4 days after the alleged issue began, and reportedly visited her doctor¿s office on (B)(6) 2016 at 11:30 where she received 10 units nph insulin to take each night. The patient confirmed that her blood glucose was not measured using any other device at the time of the reported event. At the time of troubleshooting, the customer service representative (csr) noted that it was the first use of the product, there had been no misuse and the patient¿s test strips and testing procedure were correct. The csr was able to resolve the issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device displayed an error message, she took action (increased food intake) due to the issue, and experienced signs/symptoms suggestive of a serious injury after the alleged product issue occurred.